Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle sleeve broke when extracting the tube, causing blood spills on unspecified number of devices. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle sleeve broke when extracting the tube, causing blood spills on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Additionally, 30 retained samples underwent functional tests. Out of these, two failed the functional test due to sleeve leakage observed because of poor sleeve recovery. Another set of functional tests on the 30 retained samples showed that all samples passed, as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.